Event description:
The screw broke in the proximal region (head) at the beginning of the compression of the fracture in the patient. The thread of the head in the inner region (was false). The product was removed and replaced with two pins reducing fracture.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.